Manufacturer narrative:
Insulin pump was received with operational currents within specification and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No battery power error noted during testing. However, battery power error noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the power error detected alarm would occur every 4 hours. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.